Event description:
New information received noted that the patient presented in the clinic with micro-dislodgement and was confirmed during procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a dislodged right ventricular lead which resulted in high pacing threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.